Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 147 events were reported for this quarter. Product return status 147 devices were evaluated based on historical data analysis. Additional information 147 devices were not labeled for single-use. 147 devices were not reprocessed or reused.

Event description:
This report summarizes 147 malfunction events in which the device reportedly overheated. - 127 events had no patient involvement; no patient impact. - 18 events had patient involvement; no patient impact. - 2 events had insufficient information received.